Event description:
Abbott diabetes care received a medwatch report, which reported the following information: the customer reported that their abbott diabetes care (adc) devices failed to start or remain operational within the 14-day period. The glucose readings were off by 20-30 units compared to unspecified readings taken from finger stick tests. The customer also noted that the glucose levels were "stuck" in either high or low modes. There was no report of patient consequences. Adc customer service successfully contacted the customer, who stated that replacement sensors had been sent but had yet to be received. The customer declined to provide additional information and requested no further contact from customer service. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software, and extraction was successful. Sensor state 7 with event log 11 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an intentional non-fatal error recognized by the sensor. This termination is an intended part of the sensors system and is not an indication of product non-conformance as the data is consistent with a removal of a properly applied sensor. As a result, the sensor had recognized its removal and had terminated in which the sensor was working as intended. The sensor data was reviewed and data analysis is consistent with the removal of a properly applied and functioning sensor. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Performed a visual inspection on the returned sensor patch and no issues were observed. The sensor data was extracted successfully using an approved software. Sensor state 7 with event log 11 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an intentional non-fatal error recognized by the sensor. This termination is an intended part of the sensors system and is not an indication of product non-conformance as the data is consistent with a removal of a properly applied sensor. As a result, the sensor had recognized its removal and had terminated in which the sensor was working as intended. The sensor data was reviewed and data analysis is consistent with the removal of a properly applied and functioning sensor. The returned sensor was further investigated and de-cased. Performed an internal visual inspection on the sensor¿s pcba (printed circuit board assembly); no issues were observed. Performed an smu (source measurement unit) test with connector key to ensure the sensor's electronics were functioning correctly, and the returned unit did not have any glucose reading issues. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. No malfunction or product deficiency was identified. The passing of functionality testing indicates that there were no issues with sensor functionality and electronics, therefore this issue is not confirmed. Dhrs (device history review) for the product was reviewed and the dhrs showed the product met specifications prior to release to distribution. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report, which reported the following information: the customer reported that their abbott diabetes care (adc) devices failed to start or remain operational within the 14-day period. The glucose readings were off by 20-30 units compared to unspecified readings taken from finger stick tests. The customer also noted that the glucose levels were "stuck" in either high or low modes. There was no report of patient consequences. Adc customer service successfully contacted the customer, who stated that replacement sensors had been sent but had yet to be received. The customer declined to provide additional information and requested no further contact from customer service. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit meet specifications prior to release to distribution. Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software, and extraction was successful. Sensor state 7 with event log 11 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an intentional non-fatal error recognized by the sensor. This termination is an intended part of the sensors system and is not an indication of product non-conformance as the data is consistent with a removal of a properly applied sensor. As a result, the sensor had recognized its removal and had terminated in which the sensor was working as intended. The sensor data was reviewed and data analysis is consistent with the removal of a properly applied and functioning sensor. Therefore, this issue is not confirmed. This serves as a correction report. Section h11 (additional mfg narrative) was incorrectly updated in the previous report. Correction has been made. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report, which reported the following information: the customer reported that their abbott diabetes care (adc) devices failed to start or remain operational within the 14-day period. The glucose readings were off by 20-30 units compared to unspecified readings taken from finger stick tests. The customer also noted that the glucose levels were "stuck" in either high or low modes. There was no report of patient consequences. Adc customer service successfully contacted the customer, who stated that replacement sensors had been sent but had yet to be received. The customer declined to provide additional information and requested no further contact from customer service. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software and extraction was successful. Sensor state 7 with event log 11 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. Functionality test will be performed on the sensor to verify if sensor is functioning as intended. The watermark was observed at the base of the tail indicating the sensor being properly inserted. The returned sensor was further investigated and de-cased. Performed an internal visual inspection on the sensor¿s pcba (printed circuit board assembly); no issues were observed. Performed an smu (source measurement unit) test using connector key to ensure the sensor's electronics were functioning correctly and the returned unit did not have any glucose reading issues. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics. Therefore, this issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit met specifications prior to release to distribution. This serves as a correction report. Section h11 (additional mfg narrative) was incorrectly updated in the previous report. Correction has been made. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report, which reported the following information: the customer reported that their abbott diabetes care (adc) devices failed to start or remain operational within the 14-day period. The glucose readings were off by 20-30 units compared to unspecified readings taken from finger stick tests. The customer also noted that the glucose levels were "stuck" in either high or low modes. There was no report of patient consequences. Adc customer service successfully contacted the customer, who stated that replacement sensors had been sent but had yet to be received. The customer declined to provide additional information and requested no further contact from customer service. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
This complaint was received via user report and has been reported to FDA. The reported product is not expected to be returned as the customer declined to provide additional information and requested no further contact from customer service. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report, which reported the following information: the customer reported that their abbott diabetes care (adc) devices failed to start or remain operational within the 14-day period. The glucose readings were off by 20-30 units compared to unspecified readings taken from finger stick tests. The customer also noted that the glucose levels were "stuck" in either high or low modes. There was no report of patient consequences. Adc customer service successfully contacted the customer, who stated that replacement sensors had been sent but had yet to be received. The customer declined to provide additional information and requested no further contact from customer service. Based on the information provided, there was no report of serious injury associated with this event.